Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer rolled over onto the pump in their sleep and the touch screen became cracked. Customer is unable to interact with the top right corner of the touch screen due to the damage. There was no adverse impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.